Event description:
It was reported that the insulin pump alarmed no delivery. It was noted that the alarm was resolved by an infusion set change. Customer's blood glucose reading at the time of the call was 128 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.